Manufacturer narrative:
The affected blood pump pu valves; 25 ml in/out; ø 9 mm, sn (B)(6), was in use from (B)(6) 2025 until the pump was replaced on (B)(6) 2025. The affected pump was returned to the manufacturer berlin heart for investigation. The event occurred on 2025-12-17, which is (34 days) after the pump in question was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. A detailed investigation report on the blood pump will be provided as soon as it is available.

Event description:
On 2025-12-17, the site contacted bhi ca to report an external, palpable divot/indentation in the outer pump housing on the outflow stub of rvad excor blood pump pu valves; 25 ml in/out; ø 9 mm, sn (B)(6). According to the site, this was a new finding that was not present until now. Upon reviewing the picture provided by the site, an urgent blood pump change was recommended due to the location of the defect. The blood pump was requested to be returned for further evaluation. The excor blood pump functioned as intended, maintaining complete filling and ejection throughout.